Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for non obstructive urinary retention. It was reported by a basic evaluation patient that they felt like they were getting a urinary tract infection (uti)/bladder infection and wondered if it was the device that had been causing it? There were no further complications reported.